Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the device was unable to complete the boot up process. The device boots up, beeps a number of times with the ac mains and service led's light up and then the device power cycles indefinitely. Unable to enter set-up mode or any other function. There was no report of patient involvement in the reported event.

Event description:
The customer contacted physio-control to report that the device was unable to complete the boot up process. The device boots up, beeps a number of times with the ac mains and service led's light up and then the device power cycles indefinitely. Unable to enter set-up mode or any other function. There was no report of patient involvement in the reported event.

Manufacturer narrative:
Physio-control verified the reported issue and replaced the ui pcba, system pcba, and main stack flex connector. The device passed performance inspection procedure and was returned to the customer. During further testing, each part was tested and it was found that the root cause was an intermittent issue on the ui pcba however, further root cause could not be determined.